Event description:
As reported via legal documentation, a patient had right knee replacement surgery on (B)(6) 2020. They were revised on (B)(6) 2023, approximately 3 years 9 months post primary procedure. Revision op report states that there was debonding of the femoral component, mild polyethylene wear on the tibial component, and a moderate degree of thickened synovial tissue. There is no other patient demographic or medical history available. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Additional information and/or investigation results shall be provided within 30 days of receipt.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, instability, loss of range of motion, failure of the cement used to secure the femoral component to the femoral bone, which led to loosening at the cement-implant interface, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.